Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged low blood glucose issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged minimum fill issue could not be verified.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that a minimum fill notification occurred. The customer was unable to recall the units of insulin used to fill the cartridge during the load sequence. A new cartridge was loaded to resolve the issue. It was also reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Low bg cause was unknown. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.